Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that station drawer not opening. A field service engineer and an escort visited the station in response to a reported drawer malfunction. Upon arrival, the engineering escort found no issues at the station. While the drawers were opened, the engineer and escort discovered various medications that had become lodged between the qb pockets. At this time, no problems were identified. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system drawer jammed unable to open. A customer has indicated that the user is unable to dispense medication to patients because of a reported malfunction. There were no adverse events or injuries reported based on this event.